Manufacturer narrative:
The ge service representative performed an on-site investigation. The c-arm cable was replaced, refitted, and rewired. The system was tested and found to be working as intended and put back into use.

Event description:
The customer reported that the system's c-arm cable sleeve was damaged. No patient injury was reported.